Event description:
It was reported that the patient presented in clinic for a full system implant. While implanting the novel right ventricular (rv) lead, it was noted that the helix of the lead had unexpectedly retracted resulting in dislodgement. The procedure was completed using an alternate rv lead on (B)(6) 2021. The patient was stable.